Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that she was taken to the emergency room due to low blood glucose levels while driving. The reported blood glucose reading was 20 mg/dl. Troubleshooting was performed. Found that the customer had delivered three large boluses prior to the event. The customer remembers giving the first bolus, but not the second or third. Advised that the insulin pump will be replaced. Nothing further was reported.